Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2316700, model:sc-2316-70, serial:(B)(6), batch:17767356. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19541469.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the spinal cord stimulation (scs) lead had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.